Event description:
It was reported that the patient suffered an ischemic, contralateral major stroke at the 1-mont follow-up. It is unknown if the condition is pre-existing; however, it continuing. The reported event resulted in a new prolonged hospitalization and in-patient rehabilitation to the patient. It was also reported that the event is presistent or significant disability. The stroke is not felt to have relation to the study or device. An outpatient MRI in 05, showed new completed acute infaracts as well as surrounding areas of ischemia (incomplete infaract) in the peripheral left middle cerebral artery distribution suggesting stenosis or occlusion beyond the m2 segment of the left mca; no hemorrhage; multiple old infaracts. Patient's caregiver reports that worsening dysarthria and right hemiparesis have persisted through 05. Patient outcome is improved condition.